Event description:
It was reported that during an unscheduled follow-up due to lead dislodgement, there were capture problems and decreased r-waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. No electrical anomalies found. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. Analysis found the distal conductor has been over-retracted in the connector. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed, this prevents proper torque transfer so the helix will not function.